Event description:
It was reported that the front jaw broke off. No significant delay or user injury was reported. The device wil not be retunred.

Manufacturer narrative:
The reported smartstitch perfectpasser connector, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. Internal investigation indicates the failure cause for upper s clamp coming loose or breaking is due to a dimensional discrepancy on the s hook component. Changes to the component have been implemented to prevent this failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.